Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a revision surgery. It was reported that the patient experienced pain following the procedure. It was reported that following insertion the patient experienced urinary incontinence, vaginal bleeding and mesh erosion. It was reported that the patient underwent mesh excision on (B)(6) 2017 due to mesh exposure and vaginal bleeding. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2018-72083, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) (ethicon¿s internal reference number). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.